Event description:
Abdomen prepped using preoperative antimicrobial gel. Pt draped with sheets and antimicrobial surgical drapes by mds. Md was using bovie near umbilicus about 20 minutes into the case when sparks emerged and developed into a small flame in the umbilicus. Flame immediately put out with moist lap by md. Procedure was completed. Redness to umbilical area treated with triple antibiotic ointment & dressing.